Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead displayed an out of range shock impedance measurement greater then 125 ohms during the performance of isometric exercises. There were no adverse patient effects reported. The patient was scheduled to see an electrophysiologist (ep) some time within the month. Additional information has been received that the patient had canceled the appointment and a new appointment to perform further testing has not been made by the patient due to outside circumstances.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed impedance measurement circuitry was functioning within specifications.

Event description:
This device was electively explanted during the right ventricular (rv) lead revision and returned. This report will be updated once analysis has been completed.